Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was experiencing periods of syncope. During a follow-up it was noted that this ipg was exhibiting premature battery depletion. The physician elected to explant the ipg.